Event description:
It was reported that "today two PICC nurses removed a single lumen PICC and exchanged it with a triple lumen PICC. After it was placed, they noticed the grey lumen of the PICC had no clamp on it. Because it was already an exchange, it would have been an infection risk to start all over again for a clamp. So they left the PICC in."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq3268 showed no other similar product complaint(s) from this lot number. Device not returned.